Event description:
A #10 mm wide flat silicone drain broke into two pieces when physician was removing it from the pt. The abdomen end of the drain remained in the pt and could not be seen. The pt was taken to the or for exploration of the drain site under local anesthesia, then under spinal anesthesia; the lower portion of the wound was opened and the drain removed.